Event description:
A 28mm x 16mm diameter x 16.5cm length medtronic aneurx bifurcated stent graft and its components were implanted for endovascular treatment of a contained ruptured aortic aneurysm. The pt had an extensive cardiac history of hypertension, ischemic heart disease resulting in end stage heart failure requiring a heart transplant. Due to the pt's extensive medical history, an attempt was made to repair the contained aneurysm even with evidence of the aorta having a short neck. The physician noted that due to the short neck, the device fell partially into the wide portion of the first area of the aneurysm. The device was fully deployed. An aortic cuff was placed and a 16mm angioplasty balloon was used to gently dilate at the site of the cuff. The main limb and bilateral iliac extenders were then placed successfully. The completed angiogram showed a very small puff into the sac of the aneurysm. The physician questioned whether this was a transgraft leak. The decision was to complete the case and observe the pt. A CT scan revealed a large endoleak extending from the proximal margin of the stent graft to approx 6.5cm above the bifurcation of the native aorta. The pt developed back pain and hypotension. The pt was taken to the operating room for exploration which revealed a retroperitoneal rupture, therefore, the pt was treated with surgical conversion. Limited info is available at this time and CT films are pending. No additional adverse clinical sequelae has been reported relative to the event and the pt was discharged home.